Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported by a sales rep that, before an unknown procedure, when trying to open the packaged, it was found that there was a hurt on the package and the package had already been opened. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. Affiliate reference number: (B)(4). Please take photos for (B)(6) customer.

Manufacturer narrative:
(B)(4). Batch #n91j5h. The device was returned inside its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in, this hole compromised the sterility. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.